Manufacturer narrative:
(B)(4). Customer did not return the device for evaluation. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a pca ii pump with a condition of "error elect. Fault 32". This condition occurred during patient delivery and resulted in an interruption of delivery. The error code was cleared, delivery was restarted and completed using the same pca ii pump . There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.